Manufacturer narrative:
Natus medical tech support guided the troubleshooting which was performed by the hospital staff, to check if the device met the intensity requirements. The led panel replacement information was provided to the customer. Several attempts were made to follow-up on the status of the device, without any additional information provided by the customer. Supplemental will be provided as necessary.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their neoblue mini had leds out on unit. Unit 2: sn - (B)(4), pn - 003044, timer - 3,682.5 hrs and installed - (B)(6) 2014. The technical service representative (tsr) inquired if they still met the intensity requirement. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.

Manufacturer narrative:
A biomed at the user facility reported that approximately 15 leds were not illuminating and that they wished to replace the led panel. Natus technical service provided ordering information for a replacement led panel, but an order was not received. A response was not received to two follow-up attempts by natus technical service and the complaint investigation was closed. Probable cause was assigned as a failure of the led panel.